Event description:
The patient arrived to the ICU from the cardiac or. The pacemaker was paused (per standard practice) to evaluate the underlying rhythm. The staff stated that upon releasing the pause button, the screen flashed twice and the pacer turned off. The underlying rhythm was asystole and CPR was initiated. A new pacer was obtained and the patient was returned to the or for bleeding that may or may not been related to chest compressions. The patient had an extended recovery, was doing well and discharged to a rehab center. I sequestered the device but the leads were in situ. I have run the pacer with an analyzer for several weeks in several modes and can not duplicate the problem and the pacer passes all performance tests per the manual. The battery was a new, approved 9v battery. The battery status is checked two times a day or more. The battery door was closed. The pacer is being properly cleaned. The pacer was secured away from patient reach. The patient cables could not be inspected for physical damage. The pacer was returned to the manufacturer. Manufacturer response (as per reporter) for dual chamber pacer, medtronic 5388the device will be tracked by sn and evaluated. I will receive a returned instrument report.

Event description:
The patient arrived to the ICU from the cardiac or. The pacemaker was paused (per standard practice) to evaluate the underlying rhythm. The staff stated that upon releasing the pause button, the screen flashed twice and the pacer turned off. The underlying rhythm was asystole and CPR was initiated. A new pacer was obtained and the patient was returned to the or for bleeding that may or may not been related to chest compressions. The patient had an extended recovery, was doing well and discharged to a rehab center. I sequestered the device but the leads were in situ. I have run the pacer with an analyzer for several weeks in several modes and can not duplicate the problem and the pacer passes all performance tests per the manual. The battery was a new, approved 9v battery. The battery status is checked two times a day or more. The battery door was closed. The pacer is being properly cleaned. The pacer was secured away from patient reach. The patient cables could not be inspected for physical damage. The pacer was returned to the manufacturer. Manufacturer response (as per reporter) for dual chamber pacer, medtronic 5388the device will be tracked by sn and evaluated. I will receive a returned instrument report.